Manufacturer narrative:
Per tandem's user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in an emergency room (ER) visit and subsequent hospitalization; bg value was not provided. Cause of low bg was determined to have been due to performing the fill tubing sequence twice while connected at the site due to user error. While in the ER/hospital, the customer was treated intravenously with 5-10% glucose solution. A system check was performed and the pump performed as intended. No issues were observed with the infusion set cannula, tubing or cartridge in use at the time of the event. The customer was released from the hospital 1 day later on (B)(6) 2020 with the issue resolved and no permanent damage.